Manufacturer narrative:
The subject device cutting forceps, 5mm, 33cm model number 3006 lot number fr893616 was received and evaluated for reported issue of "customer had found human hair inside the sealed package while doing the initial inspection". Device evaluation found the customer reported issue was confirmed. Visual inspection on the as is received condition of the device was performed. The device was returned brand new and unopened. The condition of the sterile packaging of the device has no indications of punctures, cracks, or tears. The handle of the device was examined and verified that there was hair inside the packaging located under the device logo. There appears to be a tiny piece of hair as well near the trigger of the handle. The device appears brand new inside the unopened sterile packaging as there are no loose or broken components identified. Based on the evaluation findings the hair inside the sealed packaging could likely be attributed to a packaging issue from the OEM (original equipment manufacturer). Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , customer had found human hair inside the sealed package while doing the initial inspection. There is no patient involvement on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the hair inside the sealed packaging could not be determined at this time. Olympus will continue to monitor field performance for this device.